Manufacturer narrative:
Investigation into this event showed that qc results were within acceptable limits, and no analyzer malfunctions were noted. Dilution of the initially negative sample yielded a positive result, indicating the presence of an interferent in the sample. The root cause of the event is an unknown interferent in the pt sample.

Event description:
A customer observed a false negative ahbc result for a patient sample tested on the eci analyzer. The result did not agree with an OEM method. The negative result was reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.